Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a routine dinner while using the ilet, with blood glucose dropping to 53 mg/dl for approximately 15 minutes and no alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included user interview, complaint handling review, and troubleshooting and education with the user. Investigation of this case revealed a user-reported hypoglycemic event with cause unclear and successful correction using oral carbohydrate. It was concluded that the event was user-managed with resolution, with no evidence of device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.